Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a procedure in attempt to remove a previously implanted mesh, but that was not completed and another mesh was placed. Following the procedure, the patient experienced protrusions, severe pain, mobility issues and swelling. The patient received pain medication. Additional information will be requested.